Event description:
On (B)(6) 2013, it was reported that on multiple occasions the patient has smelled insulin and found the self-adhesive of the infusion set and her clothing were wet from insulin that had leaked. The exact location of the leak was not specified. The patient's blood glucose level had been elevated as high as 300 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint describing a leaky at the headset cannot be verified, the head sets meets product specifications. The sixteen unused head sets were visually inspected and tested for flow and tightness. Additionally a connector click test has been done. All test results were within specifications. The problem mentioned by the customer could not be reproduced.